Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hosp that the pt's pump was exchanged. A reason for the pump exchange was not provided. Additional info was received from the vad coordinator that the pt was admitted into the hosp with nausea/vomiting and hemolysis which was thought to be from right heart failure (rhf). Hemolysis was noted with ldh 5993. An echo was performed and moderate aortic regurgitation (ar), tricuspid regurgitation (tr), and mitral regurgitation (mr) were noted. Aortic valve (av) was opening on the echo. Ldh increased to 7737 and the bilirubin was increased to 1.6 from 1.0. The surgeon felt it was device related and exchanged the pt's pump. The vad coordinator also reported that during the pump exchange a piece of "muscle tissue" from the left ventricle (lv) was noted to be obstructing the inflow conduit. The hosp staff thought that the hemolysis symptoms were due to tissue obstructing the blood flow. The pt expired 8 days after the pump was exchanged from right heart failure (rhf) and support was withdrawn (ref MFR report # 2916596-2013-01240).

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.